Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 6 false positive sars results received during employee testing (some had mild symptoms while others were asymptomatic). Customer states the results were confirmed negative by pcr. Report 6 of 6.